Event description:
A medtronic representative reported a navigation system axiem box that unexpectedly powered down. The axiem box turned on normally, and would track with green status, however, it suddenly lost power. Trouble-shooting with different cords and outlets did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Medtronic investigation of returned suspect device finds that when the axiem was moved around there were sounds of loose parts inside. After running for 10 minutes the unit power off. Disconnected and reconnected the power and it turned on and off. Determined that the power supply is defective. Electrical failure, power supply malfunction, directly caused event.

Manufacturer narrative:
Suspect device evaluation finds that power supply malfunction of the axiem portable system directly caused event. When the axiem unit was moved around there were sounds of loose parts inside. After running for 10 minutes the unit powered off. Disconnected and reconnected the power and it turned on and off. Determined that the power supply is defective.